Event description:
Pulmonetic systems, inc. Received the following report from a rep medical supplier: vent shut down while on pt on multiple occasions, on alleged multiple power sources (ac, cig lighter plug, etc). Alarm info unconfirmed - states on 1 event, vent beeped then shut down, other time - no alarm. Add'l event description: vent shut it's self off. 1 time on external battery, 2nd time on van power, both times did not switch to internal power. Accessories used: humidifier, hme. Rt stated the external battery that was being used at the time of event was 1-2 years old and they are charging the battery daily (80% of the time the battery is being fully discharged), per pt nurse. Rt requested the battery be removed from the home. No pt harm.